Event description:
It was reported that during a gastric bypass procedure the first reload fell out of the echelon in to the abdominal cavity. The reload was not 'properly' seated in the echelon. The reload was inserted again in to this echelon and they could properly fire off. Then the second reload would not fire and they could not cut. They say they could do nothing with this echelon. You can see the reload there was no firing. Then they unpacked a new echelon and they completed the procedure normally. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Damaged joint cover. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? On the 1st the reload fell out. If echelon, during which stroke did the event occur? The first stroke. What color cartridge was being used? A ecr60b, so blue. What other color cartridges were used before and after this event? The same; blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No, first staple to make a pouch. Were any unexpected noises heard? If so, when? They cant remember. Were any of the forces higher or lower than expected (closing, firing, or opening)? Only firing was difficult, the rest felt normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? At first difficult, but finally they could open the echelon, but to be sure they open a new echelon. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Nothing more. The analysis found that one device was returned in good visual condition and with a blue cartridge reload present. The cartridge was received unfired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.